Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the contraceptive device was removed') in a female patient who had essure inserted for contraception. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (fallopian tubes removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal had resolved with sequelae. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('contraceptive device was removed') in a female patient who had essure inserted for contraception. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (fallopian tubes removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal had resolved with sequelae. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('pelvic inflammatory disease/salpingitis') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("persistence of the pain"), pyrexia ("fever"), urticaria ("urticaria"), erythema ("erythemas"), dyspnoea ("shortness of breath"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), nausea ("nausea"), allergy to metals ("contact dermatitis due to nickel sensitivity") and abdominal distension ("abdominal bloating"). The patient was treated with omeprazole, paracetamol and surgery (fallopian tubes removal). Essure was removed in (B)(6) 2019. At the time of the report, the salpingitis, pelvic pain, pyrexia, urticaria, erythema, dyspnoea, abdominal pain, dyspareunia, nausea, allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dyspareunia, dyspnoea, erythema, nausea, pelvic pain, pyrexia, salpingitis and urticaria to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: summons received. Events: fever, urticarial, pelvic pain, erythema, shortness of breath, abdominal pain, dyspareunia, pelvic inflammatory disease/salpingitis, nausea,, contact dermatitis due to nickel sensitivity, abdominal bloating, treatments medications added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("pelvic inflammatory disease/salpingitis") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. Essure was removed in (B)(6) 2019. An unknown time later she experienced salpingitis (seriousness criteria medically important and intervention required), pelvic pain ("persistence of the pain"), pyrexia ("fever"), urticaria ("urticaria"), erythema ("erythemas"), dyspnoea ("shortness of breath"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), nausea ("nausea"), allergy to metals ("contact dermatitis due to nickel sensitivity") and abdominal distension ("abdominal bloating"). The patient was treated with omeprazole and paracetamol as well as surgery (fallopian tubes removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dyspareunia, dyspnoea, erythema, nausea, pelvic pain, pyrexia, salpingitis and urticaria to be related to essure administration. Quality-safety evaluation of ptc: for essure: based on complaint as reported, the complainant did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Essure product does not handle retained samples, therefore no retained sample analysis is required. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. The most recent follow-up information incorporated above includes data received on: 01-aug-2022: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('contraceptive device was removed') in a female patient who had essure inserted for contraception. In october 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (fallopian tubes removal). Essure was removed in february 2019. At the time of the report, the medical device removal had resolved with sequelae. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: no new clinical information received, update to imdrf/FDA codes only based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.